Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin cartridge in use with an ilet system was cracked and leaking into the pump, which led to hyperglycemia and system alerts for prolonged elevated glucose; the user replaced the cartridge, and later replaced the infusion site after identifying a bent cannula, after which insulin delivery resumed and glucose levels normalized. Symptoms included hyperglycemia without ketone testing, without loss of consciousness, and without other acute complications. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included troubleshooting with visual inspection and functional checks of the infusion set and tubing, guided by customer support. Investigation of this case revealed damage to the cartridge consistent with leakage and a bent infusion-set cannula, both of which can interrupt insulin delivery and explain the reported hyperglycemia and alerts. It was concluded, based on previously established findings for similar reports, that the cause was device component damage and infusion-set insertion issues.